Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that the hospital messed up their implant. The patient indicated that their device was flipping around inside their buttocks and causing pain. They had so much pain that they were having issues walking or sitting. They went to the healthcare provider (hcp) in (B)(6) 2018, and the hcp confirmed that the device was not deep enough. The hcp told the patient that once the surgery to put the device deeper in the muscle was complete, the patient would have no further pain. The surgery was not scheduled until (B)(6) 2018 due to the hcp office losing paperwork. It was noted that the patient had to go back to the hcp's office on (B)(6) 2018, and they only saw the hcp for 3 minutes. The hcp indicated that it was a 10 minute fix, but the surgery could not be done until (B)(6). The patient wanted to know if there was anything the rep could do to help. It was noted that the rep set a letter to a rep working with the hcp's office to let them know that the patient had contacted the rep. The rep provided that no environmental factors were an issue as the report was from time of implant. There were no further complications reported as a result of this event.